Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported there was a return of symptoms, noting a problem with leaking. The patient used the programmer and verified the stimulation was on. The patient did not feel stimulation so she increased settings to a comfortable setting for sitting, standing, and walking. The patient was aware to decrease stimulation if it became too uncomfortable. Additional information received later the indicated that the return of symptom and leakage has not been resolved. Additional information was received. It was reported that the device and therapy never worked for the patient and they still leaked. It was noted the device did not do anything for the patient and was a complete failure. The patient had no relief, was changing their settings on the programmer, and was now taking a pill prescribed by their doctor. It was noted the patient had not been seen by their doctor in quite a while and would call their doctor to have it adjusted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the problem was not yet solved. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that a new hcp was attempting to solve their problem. The patient stated that they had x-rays taken of the wires and installation of unit. The patient noted that programs were changed several times but were not successful. The patient stated that a new program was installed by a manufacturer representative (rep) and the hcp. The patient noted that their activity level never changed and that they were using a bladder system tracker. It was indicated that the problem was not yet solved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017 the patient stated that their new managing physician was attempting to solve their problem and they indicated appointment dates on (B)(6) 2017. The patient had an x-ray taken of the ¿wires installation of unit¿. Their next appointment was on (B)(6) 2017. The problem was not yet solved but the patient noted they are also using a bladder system tracker. The programs were changed several times; non-successful. They had a new program installed by their manufacturer representative (rep) and their healthcare professional (hcp). The patient¿s activity level never changed. No further complications were reported/are anticipated.